Event description:
It was repoted during a laparoscopic cholecystectomy an er320 was used and seemed to work fine. In recovery room the pt's bp started to drop. The pt was returned to or and was reopened.it was found the clips placed on the cystic artery had fallen off. The artery was ligated. An unknown amount of blood loss occurred and the pt received 1 unit of blood. During the week of feb. 9-feb 13, the rep followed up with a nurse in or, reported she did not known any further detail.

Manufacturer narrative:
D5,6; h4: information not available, device not returned for analysis.